Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. The device was subsequently returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, atrial pacing was seen on both atrial and ventricular channels. This signal could not be eliminated by reprogramming sensitivity. The device was replaced with another model. No patient complications have been reported as a result of this event.